Event description:
It was reported that a loud noise was heard during a bolus delivery and prime. The customer experienced high blood glucose over 300mg/dl for some days. The device did not alarm and there is no alarm in the alarm history. It was stated that the customer delivered a bolus after being disconnected and too little insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed functional test including displacement, prime, basic occlusion, occlusion and no delivery tests. However, the insulin pump had unexpected motor noise during rewind due to faulty motor. The insulin pump had broken belt clip slot, cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corner and scratched lcd window.